Event description:
It was reported that the customer had a device give a solid tone and when they removed the device from the trocar, the tip of the active blade was missing. The customer was able to locate and remove the broken tip through the trocar. The device was thrown away.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.